Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted at the ostium part of left atrial appendage with a maximum diameter of 22mm. After the implant procedure, the patient was taking warfarin and aspirin. At the routine 45-day follow-up, transesophageal echocardiogram (tee) identified a thrombus under the ridge of the lspv to the screw part of the closure device. The patient was instructed to continue with warfarin. There were no patient consequences reported.